Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, scratched display window, and cracked case near display window corners noted during visual inspection. The device had intermittent button response due to corroded keypad traces. The motor error alarmed during rewind due to cracked motor flex cable. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.